Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 479 mg/dl. The customer was treated with manual shots for high blood glucose level. The customer reported problem with reservoir, it was broken at the end and insulin came out from it. The reservoir was not locking in place as customer did not hear click sound. The drive support cap was loose. The customer did not allege insulin pump was under delivering. The customer also reported that the customer had high blood glucose level when they were changing the sets. The insulin pump will not return for analysis and reservoir will return for analysis.